Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) experienced poor sensing. The icm had been implanted in the fourth intercostal in a horizontal position and could not be removed. A new icm was implanted in a vertical position with no issues reported. No patient complications have been reported as a result of this event.